Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier board and the compact flash card were replaced to resolve the issue. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction at start up resulting in the loss of display. There was no report of patient involvement.